Manufacturer narrative:
Updated field- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions). Corrected field- g2 report source. A getinge field service engineer (fse) stated that it was not a leak on the machine, they mixed bottle empty and full in the same cardboard. It was user error, not an iabp malfunction. No other information available, in future if we receive any information will reopen and update the investigation.

Event description:
Na.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when replacing the bottle on the console the (iabp) had an empty helium bottle at the time of change on the console. There was no patient involvement.